Event description:
A customer reported potential discrepant patient results on the hlc-723 g8 analyzer. The initial patient result was reported to the physician who questioned the result and sent a new sample to a reference lab. The initial results were found to be running 0.6% higher than the reference lab. The reference lab uses the capillary electrophoresis methodology which is different from hplc methodology, and has an acceptable range of 4.2% ¿ 5.6%. The customer stated multiple patient samples were also potentially discrepant, however no additional information was provided. The customer also clarified quality control (qc) was within acceptable range as well as no errors or flags present. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of results. The fse visually checked the a1c retention time (rt) and found it was on the high side at .65 minutes (ideal retention time for sa1c is ~0.59). The fse adjusted the flow rate from 1.06 to 1.12. The fse re-ran the patient samples with results as expected. The fse validated the analyzer by running quality control (qc) with results within acceptable range. The hlc-723 g8 analyzer is functioning as expected. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through aware date. There were no similar complaints identified during the search period. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause of the reported event was traced to maintenance; the retention time needed to be adjusted.